Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the users experienced a complete loss of image. The intended procedure was completed with a different but similar device. There was no report of any pt harm.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report. The user facility reported that the complete loss of image occurred at the start of the procedure. The image reportedly was restored briefly but turned black again immediately. The device referenced in this report was returned to olympus for eval. The eval found the image was flickering with noise interference. There was fluid noted in the scope connector and the electrical connector was corroded. Additionally, the bending section glue was cracked. The referenced device passed the leakage test. The subject device was served and returned to the user facility. As the device passed leak testing, it appears that the fluid invasion was related to user handling.